Event description:
Medical examiner returned the pump for analysis. They stated the pt death was due to extensive subarachnoid hemorrhage due to ruptured sacular aneurysm, base of brain, with cardiomegaly and history of hypertension being significant contributing factors. A copy of the autopsy report is pending.